Manufacturer narrative:
A ge service representative conducted an onsite investigation. The software and associated hardware were upgraded. The system was tested and operates as intended.

Event description:
The customer reported that the system would not produce an image. This event occurred during a procedure. No patient injury was reported.